Event description:
It was reported that during a da vinci-assisted prostatectomy - radical without lymphadenectomy surgical procedure, the maryland bipolar forceps instrument would not recognized by the system. The customer removed and reseated the drape, removed and redocked instrument but the issue persisted. The customer replaced the instrument and it worked fine on the same arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary finding of engagement failure to be related to the customer reported complaint. For clarification, the maryland bipolar forceps instrument failed mechanical engagement when placed on the system and based on review of the logs. Instrument inputs failed to engage with the sterile adapter on multiple attempts. Additional observation(s) not reported by site were also identified: the maryland bipolar forceps instrument was found to have multiple input disks both broken and cracked. Input disk #7 was found completely detached from the base of the housing. The broken input disk was returned with the instrument. Hairline cracks were found on grip input shaft #6. No cables showed an signs of fraying or breakage. As a result, the instrument cannot engage properly with the sterile adapters on the in-house system and loses intuitive motion functionality. The root cause of the broken instrument input disks is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the exterior base of the grip tips. The thermal damage to the yaw pulley is unrelated to the conductor wire. No insulation damage was observed. The conductor wire is not damaged or broken. An electrical continuity test was performed and passed. The root cause for this failure is attributed to mishandling/misuse, commonly caused by collision with another energized instrument. Signs of corrosion were found on the instrument bearings. The pitch and grip input disk bearings exhibit orange discoloration. The root cause of corroded/ contaminated instrument bearings is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/ reprocessing techniques. No image or video was available for review. A review of the instrument log for the maryland bipolar forceps (part number 471172-17/lot number k10220125 0039) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 3 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following conclusion: the maryland bipolar forceps instrument had thermal damage on the bipolar yaw pulley. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.